Event description:
It is reported that the surgeon was not able to remove the poly plug of mis tibia plate. He elected to use another mis tibia plate.

Manufacturer narrative:
Evaluation summary: a quality associate in (B)(4) received the products and attempted to remove the poly plug. It was found that the poly plug could be removed with ease and a device failure was not confirmed. It was also found that there was cement in the hole of the tibia plate that holds the poly plug. The device was not returned to zimmer (B)(4) with the complaint for review. Photographs were not provided to zimmer (B)(4); therefore it is unk what condition the components are in. A definitive root cause cannot be determined with the info provided. The device history records were reviewed and were found conforming; indicating the device was manufactured, inspected and packaged to specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive info be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.